Manufacturer narrative:
(B)(4). The device was investigated by a maquet field service technician. According the service order the fst was unable to duplicate the reported failure. Unit passes all functional checks and safety tests and is cleared for return to clinical service. Thus the failure could be not confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
It was reported that on the rotaflow console the error message "temp error" occurred during patient treatment. The console was exchanged with another one during the procedure. No harm to the patient was reported. (B)(4).